Manufacturer narrative:
During the analysis of the lead, fraying of the insulation was noted 18 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This defect manifestation is with high probability to be regarded as the cause of the clinical complaint. The damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors for either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 29 months, oversensing was reported via home monitoring. No deterioration of the patient's state of health was reported.